Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that a patient undergoing a cystectomy with concurrent removal of the prostate gland experience a hypotensive transfusion reaction following initiation of transfusion of autologous salvaged blood through the device. There was no fever associated with the reaction. The patient was reported to have recovered. The event reported in this submission is one of three reported by the user. They occurred during the 4 months previous to notification to the manufacturer. (Date of occurrence ranged from (B)(6) 2011)